Event description:
A pt had an allergic reaction to lidocaine gel in 2002 after a cystoscopy procedure with a scope that had been disinfected in cidex opa solution. The pt states after they went home they started developing an urticarial maculopapular rash all over their arms, trunk, and legs. They stated they felt dizzy and went to the e.r. No reported shortness of breath, no chest pain but severe intense pruritus all over their body. The pt was given 50mg of benadryl, 125mg of solu-medrol and was dishcarged in good condition after approx 2 hrs.